Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) ventricular encoder was out of specification mechanically. It was also indicated that the main seal was pinched, and the hanger assembly was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.